Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device was forwarded to detailed analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. No field allegations against the device were reported. Upon return for laboratory analysis, the device did not pass the labeled longevity calculation and was forwarded for further analysis. No adverse patient effects were reported.